Manufacturer narrative:
(B)(4). Batch # t5d442. Device evaluation summary: the analysis results showed that the cs40g device was received with no apparent damage and with a reload present. The reload was received void of staples, with the washer completely cut, drivers exposed and the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. The event described could not be confirmed as no malformed staples were observed and the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a low anterior resection the physician was transecting on the low anterior colon, he closed the stapler, cut, and upon withdrawing the device noticed that no staples had formed. A similar device was used to complete the case. No patient consequences were reported.